Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The date of the event was described as being (B)(6) 2018. It was reported that the patient had a second pump revision (as previously reported) because her pump rotated and it was painful as it created a pocket that retained fluid, damaged the muscle, and the pump was sticking out. It was noted that the pump was replaced on (B)(6) 2018 so they didn't have to replace it in the future. It was stated that the patient¿s medication was at a total daily dose of 999; however, the reporter further indicated that they were not sure. The patient was currently receiving both baclofen and morphine of unknown concentrations at unknown dose rates via their implanted pump. It was stated that the patient received a letter from the manufacturer, but the patient had ignored the letter but recently sent the letter back. It was being inquired if their was anything the patient could do to avoid her pump rotating in her body like physical activity. It was also being inquired if the patient could wear an abdominal binder because her healthcare provider (hcp) recommended it. It was recommended that the patient consult with their hcp for information regarding activities and movements.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event. The previously reported patient code (B)(4) no longer applies to this event.

Event description:
On 2018-may-14, additional information was received from the healthcare professional (hcp). Further information was requested regarding the statements made about the pump location (sticking out of skin, poking her side) and about the hcp being "unable to do a dye study/refill¿". The hcp reported that the patient has their pump refilled by a different company. Clarification was requested regarding the patient feeling their pump was not working properly and the hcp stated, "patient noticed decreased effects of pump medications". The hcp was not sure of the cause of the pump rotating. The hcp stated that the patient had a surgical revision as the intervention for the pump rotating and not working and went on to reported "pump is reportedly working better". The hcp also reported that the pump was replaced at an outside facility on 2018 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving baclofen ("2000", unknown dose) and morphine (unknown concentration, "900 something" dose) via an implantable pump for intractable spasticity. The patient reported they would be having an ultrasound on their gallbladder because they were experiencing pain for a few weeks. The patient stated, "I don¿t even know if it's my gallbladder" or "if her pump has moved or rotated inwards". The patient stated they didn¿t think it was related to the pump and she was going to let the hcps figure it out. The patient stated the pain could "be from a fall or anything" and the patient thought it was gallbladder related because they had a history of stones. Additional information was received from the patient on (B)(6) 2018. It was reported that the pump was delivering an unknown type of baclofen [2000 mcg/ml] at 960 mcg/day, and an unknown type of morphine (concentration and dose unknown). The patient¿s concomitant medications included fentanyl and dilaudid pca (patient-controlled analgesia). It was reported that in the first week of (B)(6) 2018, the patient's pump rotated twice. It was noted that she had previously called in earlier about an ultrasound because she thought she had liver inflammation. It was reported that she found out her pump has rotated so much that the pump is sticking out of her skin, poking her side, it is extremely painful, her legs are itchy, and her legs are so spastic. It was stated that the healthcare provider (hcp) is unable to do a dye study/refill the pump because the pump is embedded into her stomach. The patient reported that the pump does not feel like it is working properly. It was stated that she was in the hospital for four days last week, and then went back to another emergency room (ER). Per the patient, she cannot almost get out of bed and she is on two different (fentanyl and dilaudid pca) painkillers. The patient stated that she cannot move and cannot find a neurosurgeon to help her. It was stated that the old hcp performed an ultrasound on her pump twice. It was reported that two weeks ago ((B)(6) 2018), it showed the pump had rotated, but there was not any fluid. It was reported that on (B)(6) 2018, the pump was not working. As of last tuesday ((B)(6) 2018), when she had the second ultrasound, there was fluid in the pocket around the pump and inflammation. It was reported that after her ultrasound, she passed out because she was in so much pain. The patient then ended up in the ER, who admitted her for pain control. The patient got out of the hospital wednesday night ((B)(6) 2018). It was reported that thursday morning ((B)(6) 2018), the pump had rotated again, so she went to a different hospital where her original neurosurgeon said he will not touch it. The patient was to follow-up with a hcp. Per the patient, the old neurosurgeon does not want to touch the pump and they are telling her there is nothing wrong with the pump. The patient was provided with hcp listings. No out of box failure reported. A medical/therapy problem associated with small parts was not reported. No further complications were reported.